Manufacturer narrative:
(B)(4). ( the excor driving tube lot 0008786 was used for 33 days. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The incident in question is identical to another to FDA with MFR report # 3004582654-2013-00017 on (B)(4) 2013. The cause of the broken tube has not been determined. It was reported that the pt was "very active", therefore exposure of the driving tube to excessive external forces cannot be excluded. Note: the hospital staff in (B)(6) did not believe that it was necessary to file an incident report or report the event to berlin heart as there was no adverse effect for the pt. The drive line in question was discarded. It was only during a recent anecdotal conversation that berlin heart was informed about this event resulting in the delayed reporting. Ref. Imp# (B)(4).

Event description:
Berlin heart was informed on (B)(6) 2013 by our (B)(4) distributor that on (b)6) 2013, a leak in the driving tube (red) was observed in a pt being supported with an excor pediatric lvad. The ikus was alarming "please check left pump and driving tube!" When the leak was observed. The driving tube was found to have a small crack at the connection to the blood pump. The driving tube was replaced without any complications or adverse effects to the pt. The site reports that the pt is well known to be very active. After this event, the pt was transported to the us for further management and was successfully transplanted on (B)(6) 2013.